Event description:
A distributor received information from a pharmacy services manager that a patient's pump was set for 46 hours for 138 ml with a rate of 3 ml. The reporter indicated when the patient came into the facility and the pump indicated the volume that had been infused (vinf) was 272.0ml. And 5ml was left with about 1 hour 41 minutes left in the infusion. The reporter indicated since the pump was programed for 138, but said it infused 272 that "it seems like somehow it may have kept the volume from the previous infusion." The pharmacist was requesting further guidance and stated "I was playing with our practice pump if someone would click on current rx and then new infusion on the next screen would that just not clear the volume and that is why it says that, or did we miss something else with the programing? I included pictures of what his pump said." The reporter requested further information from the manufacturer regarding if this was a user error or a pump malfunction. The pump will be returned. Patient involved. There was no report of harm to a patient. No further details were provided. Medication is unknown.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.